Event description:
The following information was provided: at the outset, the operation seemed to be simply a matter of replacing the polyethylene, as it was thought to be damaged. However, when the pe insert was removed, it was discovered that there was a crack on the posteromedial tibial plateau. Update: the patient had a poly revision due to complaints of pain.